Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that this system had been exhibiting rising impedance measurements and no capture on the atrial channel. The device had been reprogrammed to unipolar configuration. Most recently, impedance measurements had increased to greater than 2500 ohms in unipolar and bipolar configuration. The patient was having valve surgery and during this procedure, the device and atrial lead were removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.